Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal on the right atrial (ra) channel. No additional episodes of noise were reported. Technical services (ts) recommended to continuously monitor this patient. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a signal artifact monitor (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal on the right atrial (ra) channel. No additional episodes of noise were reported. Technical services (ts) recommended to continuously monitor this patient. This device remains in service. No adverse patient effects were reported.